Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 425cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. The replacement devices were mentor memorygel 650cc gel-filled breast implants (catalog # 3505650bc).

Manufacturer narrative:
On 2/14/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 3/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device was observed without fluid. No foreign material was observed within the device, but white/yellow material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm on the anterior aspect. Leak testing was performed, which revealed a second rent measuring approximately. 0.4 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since the device was ruptured. Nonetheless, a microscopic examination of the edges of the rents were performed, and it did not provide conclusive evidence of the root causes might be. At this point, is not possible to determine the etiology of the white and yellow material found on the device. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).